Event description:
A malfunction was reported by a customer who explained that their device had issues. There was no reported impact to customer's blood glucose. The customer reverted to an alternate form of insulin therapy.